Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient possibly rejected the implant as the patient saw 'something' sticking out the skin at the incision site. The icm remains in use. No patient complications have been reported as a result of this event.